Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window. All buttons functioning properly. However, found corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call that the insulin pump's up and down buttons were unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 66 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.